Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that on (B)(6) 2024, the patient (pt) reported inadequate pain relief, while reprogramming was being performed. On (B)(6) 2024, the pt experienced moderate overstimulation while reprogramming was performed. On (B)(6) 2024, while the pt was walking into the store, the pt experienced moderate overstimulation. Then, on (B)(6) 2024, early in the morning while the pt was asleep, they felt a very light jolt and weak overstimulation. Additional information will be provided when it is made available.